Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e730 was conducted. There was one non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e730 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories centrifuge bowl leak/break and leak centrifuge alarm, and no trend was detected for these categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. This case is reportable as a MDR due to the reportable malfunction, centrifuge bowl leak/break. Since the centrifuge bowl leak/break is associated with the kit, only one MDR will be filed for this case. Investigation complete. (B)(4).

Event description:
Customer called to report a blood leak in the centrifuge bowl at the beginning of the 3rd cycle of a procedure. Customer aborted the treatment at that time and no blood was returned to the patient. Customer was unable to determine the cause of the leak. Customer reported that the patient was stable. Customer reported that the data key had been discarded and could not be returned for investigation.